Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. Upon investigation, esd700 (esd protection diode array) on the distribution node pca was internally shorted. In addition, the heat shrink had separated from the solder joints inside the distribution node enclosure, resulting exposed pulse wires. Root cause analysis of similar devices indicate that the exposed wires inside the dn likely caused a short with the dn pca, damaging the component and causing the pulse test failure. The cause of the exposed pulse wires was unable to be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt failed a functional pulse test.